Event description:
We had a chest tube on water seal that that was leaking fluid at the connection point of the clear flexible tubing (thus not air tight and a risk to the patient) to the red plastic hub/clip. We have remedied this with the application of two zip ties tightened with a zip tie gun.